Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan and left a voicemail from (B)(6), alleging an unknown issue with the one touch verio pro meter. It was noted that the meter was not working. The patient did not allege any harm or injury because of the reported issue. Lifescan attempted to contact the patient by phone; however the patient was not available. Therefore, the alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed an unknown issue the meter. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.(serial #) information was not provided.